Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es multiple drawers had failed and device was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers with failed hardware, showing "device not detected on bus". A field service engineer (fse) found that no hardware issues. The back panel was opened, and components behind half-height drawers 2.1 and 2.2 were inspected. The pyxibus cable and retractor band were reseated, and the device was power cycled. The customer was able to access hh drawers 2.1 and 2.2 without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es multiple drawers had failed and device was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.